Manufacturer narrative:
The technician found tube feeding in the center arm assembly of the side rail. A search of the hill-rom maintenance records showed hill-rom performed annual preventative maintenance on this bed in january 2013. The technician removed the tube feeding, then cleaned, lubed and reinstalled the center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from hill-rom technician stating the patient left foot side rail was latched intermittently. There was no patient/user injury reported. (B)(4).